Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles in the shell, opening, crease flat and weight to the spec. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage.

Event description:
A healthcare professional reported a patient experienced the events of ¿capsular contracture, baker grade iii/IV¿, ¿generalized area of hardness with tenderness over the upper inner quadrant of left breast¿, ¿oval circumscribed mass over the posterior third of the outer midportion of the left breast¿, and ¿.6 cm simple cyst over the 3 o´clock position of the left breast.¿ the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "capsular contracture event on left side breast device." Additionally, physician reported with ultrasound and mammography results "generalized area of hardness with tenderness over the upper inner quadrant of left breast¿, ¿oval circumscribed mass over the posterior third of the outer midportion of the left breast¿, and ¿.6 cm simple cyst over the 3 o´clock position of the left breast.¿ the device has been explanted.